Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-1-jug-celect-pt. Investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 18 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter (lot # e3297460 ) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter legs did appear outside the column of contrast after filter placement; however, there was no extravasation of contrast. The filter angle of tilt was < 6 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 19.6 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 8.7 degrees. On (B)(6) 2015, pre-retrieval x-ray, (98 days post-procedure): site: filter tilt was < 6 degrees. Analysis: the angle of filter tilt in the ap view was 4.6 degrees and 16.9 degrees in the lat view. The patient underwent endovascular retrieval of the filter on the same day since it was no longer clinically needed. None difficulty of removal was noted. Patient outcome: the patient has exited the study and no adverse events have been reported.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-celect-pt. (B)(4). Summary of investigational findings: imaging review confirmed filter tilt. Furthermore, penetration of two of the primary filter legs and one of the secondary legs each extending greater than 3 mm outside of the column of contrast. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 18 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter (lot # e3297460 ) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter legs did appear outside the column of contrast after filter placement; however, there was no extravasation of contrast. The filter angle of tilt was < 6 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 19.6 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 8.7 degrees. On (B)(6) 2015, pre-retrieval x-ray, (98 days post-procedure): site: filter tilt was < 6 degrees. Analysis: the angle of filter tilt in the ap view was 4.6 degrees and 16.9 degrees in the lat view. The patient underwent endovascular retrieval of the filter on the same day since it was no longer clinically needed. None difficulty of removal was noted. Patient outcome: the patient has exited the study and no adverse events have been reported.